Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited intermittent loss of capture and was thought to be dislodged. It was noted that all lead impedances were normal. Boston scientific technical services (ts) discussed that a lead dislodgement can result in normal impedances and suggested an x-ray to confirm the lead position. This was going to be discussed further with the physician. No adverse pt effects were reported. All available info indicates that this product remains in service. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.